Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. The helix was unable to be retracted successfully. The lead was explanted. No additional adverse patient effects were reported.